Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the socket wrench for veptr nut failed in calibration. The issue was found during testing at the service & repair department. There was no patient involvement. This report is for a socket wrench for veptr nut. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary. Service and repair evaluation: it was reported that on (B)(6) 2020, the socket wrench for veptr nut was failed in calibration. Issue found during testing at service & repair department. The repair technician reported the device failed calibration. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: socket wrench for veptr nut (part. No: 03.641.004, lot. No: 5824645, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device looks good except normal wear and few scratches on handle. Functional test: a functional test was performed by service and repair and the repair technician reported the device failed high in calibration. The complaint was able to be replicated therefore the complaint is confirmed. Dimensional inspection: dimensional inspection is not required as the allegation was against the calibration of the device. Document/specification review: the following drawings were reviewed during the investigation: socket wrench. No design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The complaint is confirmed as the s&r evaluation confirms the calibration issue. A definitive root cause cannot be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number:03.641.004. Synthes lot number: 5824645. Supplier lot number: n/a. Release to warehouse date: 17jul2008. Expiration date: n/a. Supplier: nemcomed. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.